Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed, as fold flaw opening. And one opening assessed, as smooth opening. Additional observation: no penetrating nick (stress marks). No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare provider reported, a left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture. The device has been explanted.